Event description:
It was reported that this right atrial (ra) lead had a lead safety switch from bipolar to unipolar configuration due to observations of the gradually increasing pacing impedances to now high out of range greater than 2000 ohms. After the switch to unipolar there was observation of noise that was being oversensed as inappropriate atrial tachy response episodes. The plan was to program the lead back to bipolar and increase the alert threshold to 2500 ohms. The system remains in-service. There were no reported patient symptoms.